Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number was not provided. The manufacturing investigation did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported on (B)(6) 2014 by an eye care professional (ecp) that a patient experienced a corneal ulcer with contact lenses. It was also reported that the patient experienced pain. The issue has not resolved.